Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the stent failed to cross the lesion and on inspection upon removal, the stent was noted to be damaged. The procedure was completed using another stent. The patient was reported to be alive with no injury.